Event description:
It was reported that the patient was having difficulty getting a full charge and the ipg required more frequent charging. No device malfunction was suspected. The patient underwent an ipg replacement procedure and the patient was doing well postoperatively. The explanted ipg was not returned to bsn.